Event description:
The customer reported that the package was opened and the needle end was found broken apart. The second package opened had the same finding.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 010467 indicates that the functional samples were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were 2 samples (unused) returned with this complaint. The samples were evaluated by a visual inspection confirming the reported condition. The most plausible root cause is that the assembly path was partially blocked as units were being cingulated onto the subsequent conveyor belt from the turrets that combine the needle assemblies and syringes; this could have caused the units to significantly bend without breaking and continue to packaging. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, both the needle assemblies and the syringes were inspected for component damage (functional). The lot met all defined acceptance requirements and was released. The inspection standard will be updated to reflect the inspection of damaged product for the combo assembly. The packager will also be examined for potential improvement that will differentiate between different levels of damage associated with risks. This information will be utilized for trending purposes to determine the need for additional corrective actions.